Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f select catheter (6f select). During the procedure, while the physician was attempting to advance the 6f select through a neuron max 6f 088 long sheath (neuron max), the 6f select would not physically fit through the neuron max. Therefore, the 6f select was removed and the procedure was completed using a new 6f select and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.